Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported that following an intraocular lens (iol) implant procedure, there was a long, linear scratch evident on the posterior face of the optic right through the visual axis. The scratch was central in location and along the long axis of the rolled iol. The photo in ¿surgeon¿s view, it was in "temporal incision¿, noticed that scratch is oriented ~6-12 o¿clock. Upon injection, the scratch would be at 3-9 o¿clock, but when it was positioned into the bag, surgeon rotate it about 90 degrees clockwise to arrive at the 6-12 orientation. Additional information has been requested.